Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿

Event description:
It was reported that patient underwent bilateral partial knee arthroplasties on (B)(6) 2012. Subsequently, a left knee revision procedure was performed on (B)(6) 2015 due to pain. During the procedure, all components were removed and the patient was converted to a total knee.